Manufacturer narrative:
Device is a combination product. (B)(4).

Event description:
It was reported that stent damage occurred. During unpacking of a 3.50 x 32 synergy drug - eluting stent (des) , it was noted that the tip of the stent was lifted. The device was not used and the procedure was completed with a different device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Device evaluated by MFR: the stent delivery system (sds) was returned for analysis. A visual examination of the stent found the stent damaged across its length with struts distorted, lifted from the stent profile, bunched and overlapping. The stent moved distally on the balloon and over the distal markerband, exposing the proximal balloon wall for approximately 9mm. The product stent protector was not returned for analysis with the device however a review of the specified inside diameter of the stent protector internal diameter (ID) found that the stent protector was not too tight on the crimped stent provided the correct removal of the stent protector was used. Based on the specified stent protector profile and the recorded crimped stent profile, there is no issues to note with the interaction between the 2 components. Based on the analysis and the type of damage evident, the damage most likely occurred during the preparation and handling of the device following removal of the stent protector. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. Crimp markings are evident on the exposed part of the balloon wall indicating crimp contact between the coated stent and balloon. The crimp temperature and the crimp duration for the device all are within the specified range. The bumper tip of the device showed no signs of damage. A visual and tactile examination found multiple kinks along the hypotube shaft. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination of the mid-shaft section found several midshaft kinks across the length of the polymer shaft. This type of damage is likely to have been caused by excessive tensile force being applied to the delivery system. The outer extrusion, inner lumen and bi-component bond showed no signs of damage or strain. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was reported that stent damage occurred. During unpacking of a 3.50 x 32 synergy¿ drug - eluting stent (des) , it was noted that the tip of the stent was lifted. The device was not used and the procedure was completed with a different device. No patient complications were reported and the patient's status was good.